Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the actual lead was not received for evaluation. Performance data collected from the ICD device indicates the rv pace impedance measurement was in the 400s except for a max reading of 664 ohms in 2009, and a value of infinite the following month.

Event description:
It was reported that the lead had high impedance. Prior to that there was mild fluctuation of impedance. The lead integrity was in question. Technical services stated that the patient was at risk for inappropriate shocks. Further information received indicated that the lead was changed out. There were no reported patient complications as a result of this event.